Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855.

Event description:
It was reported that while using the bd vacutainer® sst¿ that there was foreign material in the vacutainer gel. This occurred in one tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using the bd vacutainer® sst¿ that there was foreign material in the vacutainer gel. This occurred in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which show a tube with fm in the gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.